Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the biosense webster, inc. Product analysis lab found a hemostatic valve separation. Initially, it was reported that there was difficulty introducing the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The sheath was exchanged to continue the case successfully. No patient consequence was reported. The resistance with the sheath was assessed as not reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The biosense webster, inc. Product analysis lab received the device for evaluation and on january 24, 2020 found that the hemostatic valve was dislodged inside of hub. Friction ring was missing from the hub. Brim cap remains intact. The hemostatic valve separation was assessed as reportable. The awareness date for this reportable finding was january 24, 2020.

Manufacturer narrative:
During an internal review on 3/3/2020, noted a correction on ¿h3. Device evaluated by manufacturer?¿ as it was not completed in the 3500a follow-up #1. Therefore, processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Initially the lot number was reported as 401144. The biosense webster, inc. Product analysis lab received the device for evaluation on 1/24/2020. During analysis, it was found that the lot of the returned product was 00001144. Therefore, clarification was requested to confirm the lot number. A response was received on 2/26/2020 verifying that the correct lot number was of the product received ¿00001144¿. Therefore, a correction has been made to d4. Lot and processed along, h4. Device manufacture date and d4. Expiration date. Investigation summary was completed on 2/5/2020: it was reported that a patient underwent an atrial flutter right (r-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. It was reported that there was difficulty introducing the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The sheath was exchanged to continue the case successfully. No patient consequence was reported. The device was visually inspected and the valve was found dislodged inside of hub. The valve could have been detached due to an external force while inserting the device through the sheath, but this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device with lot number 00001144, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).